Event description:
It was reported that the rate doesn't go up over 80. Follow-up attempts were unable to determine if there was patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the encoder flex connector out of specification. The locking mechanism on the connector was not engaged, which is likely the cause of the reported behavior.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.